Event description:
My right eye was itching, so I reached into my bathroom drawer and pulled out what I thought was refresh plus. I squirted the liquid into my eye, and my eye started burning. That's when I realized that I had squirted bausch and lomb boston one step liquid enzymatic cleaner into my eye by mistake. The cleaner is packaged in a disposable plastic tube with twist-off cap that is very similar to the tube for refresh plus. It seems to me that enzymatic cleaner should be packaged in a way that will prevent it being confused for eye drops. Product type: drug/biologic. Is the product over-the-counter: yes. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. How was it taken or used: ophthalmic.